Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was broken while the user was sitting in a chair, resulting in a nonfunctional screen and difficulty using the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device fracture with stress-related damage localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.